Event description:
It was reported that the pump indicated an error code. No patient injury was reported.

Manufacturer narrative:
No additional information received to date. No product returned to date. Investigation including root cause analysisis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found all intact. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. The device passed functional test. The investigation was unable to duplicate the error code. It was noted that the error code was due to a timeout which was as a result of the board being a later revision of revision a. It was found that the printed wiring assembly board was malfunctioning which cause the error code (reported problem). It was recommended that the printed wiring assembly board be replaced as corrective action. The root cause of the reported problem was unknown product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 09-mar-2022 for damaged battery compartment. This issue was related to a faulty main board which would not have been a result of the previous repair.

Manufacturer narrative:
B5: additional information received on 01-sept-2022, via email has been attached in the complaint object. These pumps did not fault ,while in use with a patient. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. Corrected data, d4: correction: model number: 2120, h4: correction: device manufacture date: 29-jul-2016.